Event description:
A report was received that during a non-device related procedure, the physician cut one of the leads and discovered that only three contacts were working on the other lead. The leads were explanted and port plugs were put into the ipg. The ipg remains implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.